Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. It was unknown if the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified cephalosporin and unknown anti-inflammation drugs into the dianeal solution (doses and frequencies were not reported) for peritonitis. It was not reported if the patient was retrained in aseptic technique. The patient was recovered from the event at the time of this report and pd therapy was ongoing. No additional information is available.